Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead, (B)(6) 2002; 4087 competitor implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that t-wave oversensing was noted on the right ventricular lead during an interrogation. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.